Manufacturer narrative:
On 28sep2023, the field service engineer (fse) replaced the cpu pcba as a preventative measure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device back alarm failed. The device was in clinical use. The unit was exchanged for another v60. There was no report of harm, and no delay in therapy. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the back alarm failed had been sounding and the v60 device was replaced with a backup v60. In a good faith effort (gfe) response received from the philips operational planner, it was stated that the device is still awaiting the customer approval for repair. The planned replacement part was stated to be the central processing unit (cpu). The reported issue was not duplicated by the performed check. The occurrence of the check vent backup alarm failure was confirmed in the event log of the device. The cpu printed circuot board assembly (pcba) needs to be replaced to prevent recurrence of the backup alarm failure, but the completion of repair is pending the customer approval of the quote. There has been no response from the customer as of 06sep2023. The investigation is ongoing.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The alleged backup alarm failed alarm was not reproduced by the pil tech. The returned cpu pcba passed all testing, and all of the voltages required for the proper operation of the device were well within specification. The visual and audible alarms operated without issue when the pil tech purposefully generated an alarm condition. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.